Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an error in recorded dose in mosaiq/true beam configuration (single event).